Event description:
An ophthalmologist reports that following the implant of an intraocular lens in a pt's right eye, the pt developed unexpected postoperative refraction. Eye glasses decrease the post operative refraction and visual acuity is 20/20 with corrective contact lenses. However, the pt is unable to tolerate contacts due to the presence of herpes keratitis and corneal neovascularization. An intraocular lens exchange is planned (no date provided.